Event description:
It was reported that a participant responding to an ilet experience study survey experienced hypoglycemia and stated they could nearly stand, suggesting significant weakness during the event. Symptoms included low blood glucose with associated functional impairment. Outcomes included self-treatment with oral glucose. Investigation included internal review of the case details and request for additional information from the customer. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the event represented hypoglycemia of undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.